Event description:
Customer reported that the diastolic ibp of 28, allegedly dropped below set low alarm ibp diastolic parameter limit of 30 without resulting alarm. No pt injury reported. Product works as designed. The invasive blood pressure parameter alarms will not engage until pulse pressure, that is the difference between systolic invasive blood pressure and diastolic invasive blood pressure, becomes greater then ten (10) mmhg. No evaluation of any other information was necessary. The device described in the medical device report remains in use at the user facility. This is not applicable as no changes or modification were made to this device related to the reported event. Life expectancy of solar 800m is approx fifteen (15) years. Mean time between failure rate of solar 8000m is 6.8 years per ge service records. A lithium battery, located on the main processor circuit board for clock function is replaceable and has a life expectancy of ten (10) years with the expected clinical operation of the solar 8000m.

Event description:
While giving report on the patient to the next shift, both rns noted that the monitor did not alarm when the diastolic pressures dropped below the set pressure limit. Patient's diastolic pressure was 28 and the alarm parameter was noted to be at 30 when it had been previously set at 24 and the alarm was not going off. Both rns watched it not alarm for about 10 minutes. The patient is on dopamine, epinephrine, milrinone and prostaglandin drips. Nothing happened to the patient but the potential for something to be missed if this isn't working correctly is great.

Event description:
Manufacturer is still investigating the reported event described in the user facility report and will provided an update to you within the next thirty (30) days.